Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the surgeon felt uncomfortable with the accuracy of the navigation system following a patient registration. It was reported that the transverse process was not exposed and that anatomy was limited so registration points were close together. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. A software failure was confirmed. If information is provided in the future, a supplemental report will be issued.